Event description:
It was reported that the bd syringe alrg sftygld 1ml w/ndl 27x1/2 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: it was reported by the customer that has been two incidents involving two experienced nurses at their facility. While using ref. 305950 lot 4106019 to inject on a patient, when trying to engage the safety glide, the nurses experienced dirty needle sticks. Also, the needle tips are blunt and cannot pierce the skin and they have to apply pressure and sometimes have to dispose the product. Rcc received a complaint via phone. Pir attached. Productcomplaint - customer called to report that there has been two incidents involving two experienced nurses at their facility. While using ref. 305950 lot 4106019 to inject on a patient, when trying to engage the safety glide, the nurses experienced dirty needle sticks. 1st incident (B)(6) 2025, 2nd incident (B)(6) 2025. Also, the needle tips are blunt and cannot pierce the skin and they have to apply pressure and sometimes have to dispose the product. Nurses had to get post exposure prophylaxis. Unused samples available for return. Customer request replacement - pls send 1 case of product (do not send lot 4106019) the customer further stated that a nurse was also complaining of the product ref. 305950 lot unknown, on the xxx review website 8months ago. (Reporters name and location not provided) that "they like product and sometimes the needle bends over easily.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: 4 trays of 25 unused 305950 needles were received and tested by our quality team with the customer's complaints of safety mechanism issues and dull needles. All 100 needles were tested by analyzing the needle tip and then activating the safety mechanism. No issues were noticed in any of the received sets. Without the affected needles for investigation, the root cause of this issue is unknown and the complaint cannot be verified. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples received.